Manufacturer narrative:
At this time, the product remains capped. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically capped and replaced as the lead had degraded. Additional information was requested. No additional adverse patient effects were reported.

Event description:
Additional information was received that there were no clinical observations, however it was not capturing so the physician decided to surgically cap the lead and replace.